Event description:
It was reported a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was under general anesthesia. The left atrial pressure was 10mmhg. The trans-septal puncture was performed and 8,000 units of heparin were administered. It was noted there was an appearance of a pericardial effusion after the trans-septal puncture. The 3cm effusion came from a perforation between the superior vena cava and the left atrium. The septum was fibrinous, slippery and very elastic. The patient experienced hypotension. The patient received protamine and was quickly stabilized. The pericardial effusion was stable, so the procedure continued. A watchman access system and 27mm watchman flx laa closure device and delivery system were used. The closure device was successfully implanted. A few hour post procedure, the patient deteriorated and pericardial drainage was performed to treat the pericardial effusion with tamponade. The patient has since been discharged from the hospital.